Manufacturer narrative:
Correction: e1: initial reporter's last name corrected.

Event description:
New information received notes that the healthcare facility is (B)(6).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardiac monitor exhibited under-sensing, r-wave amplitude variation, and over-sensing. Inappropriate pause episodes were noted as a result of these malfunctions. Corrective programming changes were made. No additional intervention was performed and the patient will continue to be monitored. No patient consequences were reported.